Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material# 305106 batch# unknown. It was reported by customer that the needles had not been bored through to allow medication to be pushed. Verbatim: our pediatric neuro clinic has returned to me two boxes of b-d 305106 30 g needles. Each box contained needles that had not been bored through to allow medication to be pushed. Please advise what steps need to be taken to get these to b-d so that you all may investigate.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported needles had not been bored through to allow medication to be pushed. To aid in the investigation two samples and one opened packaging blister was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needles are clogged. It could be possible for this defect to occur while passing the needle through the stopper vial clogging the needle with the stopper vial material. A device history record review was completed for provided material number 305106, lot 3299399. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received . Material# 305106 . Batch# 3299399. It was reported by customer that the needles had not been bored through to allow medication to be pushed. Verbatim: our pediatric neuro clinic has returned to me two boxes of b-d 305106 30 g needles. Each box contained needles that had not been bored through to allow medication to be pushed. Please advise what steps need to be taken to get these to b-d so that you all may investigate.